Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began on (B)(6) 2015 at approximately 8am. The patient manages his/her diabetes with insulin (self-adjuster). The patient confirmed that he/she did make changes to his/her usual diabetes management regimen in response to the alleged product issue; the patient allegedly decrease their food and/or drink intake as a result of the product issue on (B)(6) 2015 at 1.30pm and 8pm. The patient claims she/he developed symptoms of ¿sweaty and light headed¿ 12 hours after the product issue first occurred at approximately 8pm. The patent alleged self-treatment with more food and/or drink on (B)(6) 2015 at approximately 8 pm. No other device was used. At the time of trouble shooting, the cca confirmed this was the first time the product was being used, and walked through a retest with the patient and the issue was resolved, the patient was adding the test strip while the meter was on the main menu screen. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.